Event description:
Complainant alleged that during a routine shift check by a clinician the device did not give "test ok" message while performing self test. The complainant indicated that there was no pt involvement in the reported failure.